Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the cylinder 1 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic inspection revealed surface abrasion on all pump tubing, the reservoir inlet tubing, cylinder 1 and cylinder 2 exhaust tubing, and the cylinder 2 strain relief, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, reservoir, or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion mark noted on the cylinder exhaust tubing indicated it may have abraded against the cylinder bladder while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the cylinder 1 exhaust tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant was going flat. The device was removed and replaced.